Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1a7r3, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative received information from a healthcare provider (hcp) that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor presented to the hcp with signs of an infection. The hcp is thought to have prescribed antibiotics to the patient and the implanted system was explanted. The issue was reported as resolved at the time of this report. No system malfunctions were reported.